Event description:
Additional information was received the patient had a full revision surgery to address the high impedance observed. The explanted lead and generator were stated to be discarded so device return is not expected.

Event description:
It was reported high impedance was observed on the patient's device. The patient had an increase in seizures associated with the high impedance. The patient was referred for x-rays and a full revision surgery. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.